Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 488 mg/dl, 164 mg/dl and 173 mg/dl when all tests were performed within 10 mins of the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.